Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause is likely related to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the single use distal cover fell into the patient's mouth when the scope was being removed. It was immediately retrieved and a crack was observed on the bottom of the distal cover. The unspecified diagnostic procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional customer reported information.

Manufacturer narrative:
Updated fields: d4 lot #. Corrected fields: d4 serial # was incorrectly filled, it should have been blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.